Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had pain in their left shoulder from a pinched nerve. It was also reported the patient has been getting laser treatment and have not turned their stimulator off. They did state their dbs device has been working "just fine" however. No further complications were reported as a result of this event.